Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016 the right ventricular lead was extracted due to noise. The patient's status both before and after the procedure was not provided, and no additional information is available at this time.